Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of caps are not staying on after being removed then reapplied. Specimens were recollected. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of caps are not staying on after being removed then reapplied. Specimens were recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received had not received samples or photos for investigation. Therefore, 29 retained samples underwent functional tests, and 19 out of the 29 samples exhibited a defect where the stopper popped off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.